Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide (part# 12673-03, lot# 940406h) is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the plunger/needle assembly. There was no detected damage to the device handle, guide tube, guide, foot and sheath. The suture was returned complete, approximately 20.5 inches in total length, completely free of the device with the posterior needle tip engaged with the posterior cuff, which had been ejected from the posterior foot. The link was attached to the posterior cuff and the anterior cuff was attached to the link. Inspection of the suture, link, cuffs and needle tip did not detect any damage. No suture break could be confirmed. The anterior cuff was inspected and it was noted that the 3 cuff tabs were bent and damaged, consistent with needle detachment from the cuff. There was no missing cuff material. The engaged posterior needle to cuff, detached anterior needle and cuff indicated proper needle deployment parameters had been met. During plunger removal from the device, a detached needle from the respective cuff may appear as a broken suture as no suture would be retrieved during the plunger removal. A possible cause for the anterior needle to cuff detachment may have been resistance or drag associated with suture retrieval encountered during the plungers removal from the device. No manufacturing or quality issues were detected. Based on the investigation findings, a root cause for the anterior needle to cuff detachment could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke. Another proglide device was used with the same result. Hemostasis was achieved using a third proglide. There was no adverse patient sequela. Though requested, no additional information was provided.